Manufacturer narrative:
Per the instructions for use (IFU), cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, there was no allegation or indication a product malfunction contributed to these adverse events. Investigation results suggest/indicate procedural factors caused or contributed to these events. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required. H3 other text : device not returned.

Event description:
Edwards received notification from our affiliate in canada. As reported, this was a case of 26mm sapien 3 ultra valve, implanted in the aortic position. During the procedure, a lv wire perforation occurred that lead to a cardiac tamponade. An open heart surgery repair of the perforation was performed. However, the patient did not recover from the repair surgery and remained in hospital for 6 weeks before passed away one (1) months and fourteen (14) days after the implant. The patient had respiratory issues post op, needed a tracheotomy and acquired pneumonia. The death was not deemed a result of the edwards devices , but a result of respiratory complications post lv repair operation needed due to amyloidosis. As per medical opinion, the cardiac perforation was not related with the edwards device since the patient had underlying amyloidosis that may have predisposed the patient to this issue.